Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and polarity switch and was capped and replaced. It was further reported that the right ventricular (rv) lead was also capped and replaced and noted as "unusable". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024-58 lead, implanted: (B)(6) 1997. (B)(4).